Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was explanted and replaced due to a premature battery depletion advisory warning. The patient was a pacemaker dependent patient. No further information is available at this time.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
Original reportable aware date is 11-29-16. A decision was made on 29 november 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, 29 nov 2016 is used as the aware date for all prophylactic explants occurring prior to this date.